Event description:
It was reported to philips that system was not booting up all the way. The user performed a reboot, but the issue persisted. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. The system was restarted but no improvement was seen on the reported issue . Analysis of the log file confirmed the malfunction but cause of the issue was unknown. Troubleshooting actions confirmed that the flexvision pc had some type of software glitch due to which it was not possible to finish the boot sequence and the system got stuck at 00:00. Fse reloaded the flexvision computer software and reconfigured the settings. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.